Event description:
The pt has two leads from the same lot #. It was reported CT scan identified edema at the pt's (B)(6) right lead side. Additionally, it was reported a high dose of corticosteroid therapy was unsuccessful. In turn, the pt's lead was explanted due to edema and on going clinical deterioration. Postoperative, reduction of edema and clinical improvement were observed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.